Event description:
Hill-rom received a report from the account stating the brake not set alarm was not alarming. The vest was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill rom tech found the brake switch had the white and black wires pulled from the connector plug. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake switch to resolve the issue. Based on this info, no further action is required.